Event description:
The pt's mother reported the infusion sets are leaking insulin near the infusion site. She stated the headset adhesive becomes wet. This has occurred 4-5 times. The pt does not have any scar tissue. The pt experienced elevated blood glucose as a result of leaking insulin, which was corrected with insulin. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.